Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 412 mg/dl. The customer stated that she was getting no delivery alarms prior to the hospitalization. Troubleshooting was performed, and multiple no delivery alarms were found in the alarm history. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.